Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. After insertion of the steerable guide catheter (sgc) a floating structure was noted at the guide tip. The physician carefully retracted the dilator while aspirating to remove the structure. An additional bolus of heparin was administered after the thrombus was noted. A clip was prepared and advanced into the anatomy. In the first establishing final arm angle (efaa) test, the clip opened slightly from fully closed. The physician did not want to open the clip again or exchange the clip, as grasping of both leaflets was extremely impaired due to strong tethering of both leaflets. The clip was deployed, and again opened to the same degree as efaa. Mr increased after opening so it was decided to implant a second clip. Mr was reduced to grade 1.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. After insertion of the steerable guide catheter (sgc) a floating structure was noted at the guide tip. The physician carefully retracted the dilator while aspirating to remove the structure. An additional bolus of heparin was administered after the thrombus was noted. A clip was prepared and advanced into the anatomy. In the first establishing final arm angle (efaa) test, the clip opened slightly from fully closed. The physician did not want to open the clip again or exchange the clip, as grasping of both leaflets was extremely impaired due to strong tethering of both leaflets. The clip was deployed, and again opened to the same degree as efaa. Mr increased after opening so it was decided to implant a second clip. Mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances as additional aspiration was performed and bolus of heparin was administered after the thrombus was noted. There is no indication of a product issue with respect to manufacture, design or labeling.